Manufacturer narrative:
Device has been evaluated but not repaired, pending customer approval of the estimate.

Event description:
The manufacturer received information alleging a ventilator's display screen was blank. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's lcd screen will be replaced to address the issue.

Manufacturer narrative:
The manufacturer previously reported a failure of the lcd screen. The lcd screen was returned to the manufacturer's quality assurance laboratory for further investigation. During the investigation the root cause of the lcd screen failing was due to electrical overstress.